Manufacturer narrative:
Returned probe had severely twisted tip with impact marks at the back end. This regulatory report is being submitted due to retrospective review through CAPA 626390 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported that a purchase order was received via email that indicated a thoracic probe needed to be repaired. There was no patient presence reported. Additional information was received. The instrument was bent. Additional information was received. The most likely / suspected cause of the event was unknown. The site tried verifying the instrument prior to a case and it was not successful.